Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm, vtich12.6, 8.50/4.0/065 (sphere/cylinder/axis), implantable collamer len into patients left eye (os) in 2013. On (B)(6) 2019 the surgeon reported the patient myopic progression. Currently the lens remains implanted. Requests for additional information have not been successful.